Manufacturer narrative:
The insulin pump was received with intermittent button response on the down arrow button due to corroded keypad traces noted. No unexpected battery out limit noted during testing. The insulin pump passed displacement test and off no power test. The operating currents within specification. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that all buttons were unresponsive. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.